Event description:
The customer contacted baxter's service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. The heater bag had fallen and disconnected. The home patient (hp) stated he reconnected the heater bag and continued therapy. The tsr explained the alarm. The tsr had the hp disconnect aseptically. The hp was told to call the registered nurse (rn) for further medical instructions. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.